Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube and battery cap contact. Unit received with cracked case at battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 146 mg/dl. The customer stated that their is crack and corroded on the battery. The customer doesn't know how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.